Manufacturer narrative:
As reported, the progel pals was stored at a temperature below the proper storage conditions per the instructions-for-use. The product performed as intended and there was no patient injury. The complaint is confirmed as a use related issue, as the user reported the event to us and is aware that the product should be stored in refrigerated conditions and not stored in a freezer. The instructions-for-use supplied with the device lists that, "progel pals should be refrigerated between 2°c and 8°c (36°f to 46°f). Do not freeze. Store progel pals within the recommended temperature range. Failure to do so may result in poor product performance." Note, the date of event ((B)(6) 2023) is considered to be a best estimate based on date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, for a short period of time the progel was stored at the temperature of 0.8°c and used on the patient. There were no reported adverse effects as a result of use of the product on the patient.

Manufacturer narrative:
As reported, the progel pals was stored at a temperature below the proper storage conditions per the instructions-for-use. The product performed as intended and there was no patient injury. The complaint is confirmed as a use related issue, as the user reported the event to us and is aware that the product should be stored in refrigerated conditions and not stored in a freezer. The instructions-for-use supplied with the device lists that, "progel pals should be refrigerated between 2°c and 8°c (36°f to 46°f). Do not freeze. Store progel pals within the recommended temperature range. Failure to do so may result in poor product performance." Note, the date of event (01-may-2023) is considered to be a best estimate based on date of awareness. Addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer and to update UDI. Updated fields: b4, d4 (UDI no.), g3, g6, h2, h10, h11. Corrected fields: d3 (medical device manufacturer). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, for a short period of time the progel was stored at the temperature of 0.8°c and used on the patient. There were no reported adverse effects as a result of use of the product on the patient.